Event description:
Complainant alleged that while attempting to pace a female pt, the device was unable to pace. The clinician indicated that the pt wasn't well sedated and kept moving and loosening the electrode pads. The electrode pads were replaced. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that device failed self tests during subsequent testing. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.